Manufacturer narrative:
The sample centrifugation time and force were not performed as recommended. The investigation did not identify a product problem. The cause was consistent with a preanalytic issue at the customer's site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The crej2 reagent expiration date was not provided. The cobas c111 system serial number was (B)(6). Qc was within the assigned ranges on the day of the event. The maintenance was last performed on (B)(6) 2024. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's plasma sample tested with creatinine jaffé gen.2 (crej2) assay on a cobas c111 system. Initial result: 394.8 mol/l. The customer doubted the result. The sample was repeated 3 times and the repeat results were 90.3 mol/l, 90.5 mol/l, and 89.3 mol/l. No questionable result was reported outside the laboratory.